Event description:
It was reported that the patient received inappropriate shock from the implantable cardioverter defibrillator. The device was explanted and replaced. No further information is available.